Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 54.7 months. The implant date is known only as "2004". Therefore, 2004 is being used to calculate the minimum implant duration. Per the initial report: implant 2004. Explant 2009 of perimount magna aortic due to severe calcification and shrinking of the cusps, and therefore, central regurgitation. Also the stents were found having pannus. New perimount magna implanted, and tricuspidannuloplasty with edwards classic ring was made.

Event description:
It was reported by the pt's parents that their daughter is no longer able to hear with her device since (B) (6) 2010. External parts have been exchanged, but without success. According to the parents no fall or accident is known. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
During a visit, the sales rep. Received the valve and the op report. Samples will be sent for the required 30-day quarantine, and then for evaluation. Operative report provided in foreign language, gives the reason for explant as insufficiency graded as ii-iii. An additional device is implanted in the tricuspid position. No serial number is reported; therefore, the DHR review cannot be done. This event was determined reportable to FDA per edwards lifesciences procedures. Customer letter is required. Device not received for evaluation.

Manufacturer narrative:
The device was dismantled, to obtain the serial number. The device history record (DHR) review was performed, and this device passed all manufacturing and sterilization inspections with no nonconformance. With the serial number, the exact date of implant was learned through implant patient registry. The implant duration was approximately 60.9 months.

Manufacturer narrative:
Device was received for evaluation. Requested device be dismantled to gain the serial number to do the DHR review. Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Moderate calcification is detected in the free margins of all leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached and covered most of leaflets 2 and 3 at the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 5-6mm. Host tissue is moderate to heavy at the stent outflow, and moderate at the stent inflow. Host tissue contributed to stenos is as well. The wireform is exposed at the inflow aspect. The x-ray demonstrates calcification.

Event description:
The customer tested her blood glucose using her breeze2 meter and received readings of 198 and more than 200 mg/dl. She retested using another meter and received a reading of 41 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was not able to troubleshoot her breeze2 system. No product will be returned.

Manufacturer narrative:
The implant duration was approximately 61.5 months.